Manufacturer narrative:
Sample was returned to the manufacturer for investigation, but investigation is incomplete at the time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the staples would not close properly. No pt injury reported.